Event description:
The customer reported that during a gastrectomy procedure, after the surgeon sealed the area around the liver, the jaws of the device would not reopen while applied to tissue. To release the device from the tissue, the surgeon resected the tissue directly adjacent to the jaws of the device. There was no pt injury, and another device was opened and used to complete the case.

Manufacturer narrative:
(B)(4). One device was returned and evaluated. Visual inspection found no residual tissue inside of the jaws. The jaws were not stuck shut and the handle was latched and unlatched without difficulty. When activated on porcine kidney tissue, the jaws opened and closed normally; the jaws did not stick to or lock onto the tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer's complaint. All seal cycles completed satisfactorily and the jaws reopened without difficulty or locking. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report. Initial report send under MDR number 1717344-2013-01041.